Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the exact cause of the bleeding observed around the asc+ sheath cannot be confirmed. Procedural factors (manipulation of the device), in addition to patient factors (female gender, advanced age) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-00904 .

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transapical tavr procedure, ¿bougie¿ of the native aortic valve was performed with a 24fr. Ascendra+ (asc+) sheath. Bleeding was noted around the sheath following the insertion of the device. Prior to the deployment of a 23mm sapien xt valve, the patient¿s blood pressure was in the 50s mmhg. The pressure was raised with catecholamine. The sapien xt valve was positioned and deployed. Post valve deployment, the patient¿s blood pressure did not recover and cardiac massage was performed for approximately 5 minutes. Vasopressor was also administered with no improvement to the blood pressure. ¿bosmin¿ was then given, but the effect was ¿poor.¿ tee revealed the valve was not functioning. Percutaneous cardiopulmonary support (pcps) was initiated and the blood pressure improved to the 80s mmhg to 90s mmhg. A second sapien xt valve was then deployed in a slightly more aortic position than the initial valve. Valve function was confirmed by tee. Aortic angiography revealed trivial paravalvular leak (pvl) and the procedure was completed. A transfusion was required due to catheter site bleeding. The patient was weaned off of the pcps and extubated prior to being transferred from the operating room. The native annular diameter measured 22.5mm by CT with a valve area of 390mm2 and a valve area of 370mm2 by 3d tee. Moderate valvular calcification and mild aortic root calcification was reported.